Manufacturer narrative:
The reported events of stylet difficult to advance and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil inside the connector region was over torqued consistent with procedural damage. The stylet insertion test was not performed due to over torqued inner coil at the connector region. After cleaning the blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported events was isolated to the over torque of the inner coil and helix being clogged with blood/tissue.

Event description:
During an initial implant procedure, the helix of the right ventricular (rv) lead extended suddenly, then the stylet was difficult to push through the rv lead and the helix was then unable to be extended. The rv lead was explanted and replaced to resolve the event. The patient was stable.